Event description:
The customer reported that the companion hospital cart screen showed that the unit was unplugged from ac (alternating current), even though the hospital cart was plugged into wall power. Connection was verified at the wall and receptacle. Efforts to resolve the issue by using different ac power cords, wall outlets and a different companion 2 driver were unsuccessful. The customer also reported that the companion hospital cart would not charge a companion 2 driver. The companion 2 driver supporting the patient was switched to a backup hospital cart. There was no patient impact. The customer also reported that a nurse stated that she noticed some liquid on the driver that was docked into the hospital cart, and she wiped it clean. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions.

Manufacturer narrative:
An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.